Event description:
Pt is a s/p rt total knee replacement done approx 10 years ago. He was doing well until a few months ago, when he had episodes of locking of his knee and he developed progressive pain. He had developed a large knee joint effusion. Xrays showed radiolucency under the medial and lateral aspects of the tibial component. A bone scan performed showed increased activity throughout the distal femur and the proximal tibia. The pt had an aspiration of the knee joint (done in dr's office) which did not show evidence of infection. He was admitted to the hospital on 12/16/97 to undergo a revision of the total knee replacement on that day. Intraoperative finding was 1) fracturing of the tibial articulating surface, both medially and laterally. 2) degeneration of the patellar articular surface. The pt was found to have a large amount of synovial fluid and inflamed synovium which was significantly thickened. Examination of the components at surgery, showed the femoral component to be intact, the tibial component to be intact, the tibial articulating surface, however, was noted to be fractured in the posterior aspect. Both medial and lateral meniscal bearing articulating surfaces were fractured. The pieces were removed. Pt went on to have a revision of the rt. Total knee replacement using zimmer legacy components.